Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 55.0 cm from the hub and ovalized approximately 128.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that it was kinked. This damage may have occurred due to forceful manipulation of the cat6 at extreme angles during removal from the packaging. Further evaluation revealed the cat 6 was ovalized. This damage likely occurred due to forceful gripping of the cat6. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the mid-shaft of the indigo system aspiration catheter 6 (cat6) was kinked upon opening the packaging. The kinked cat6 was noticed prior to use and therefore, was not used in the procedure. The procedure was completed using another catheter.